Event description:
It was reported that the battery of the device decreased from eight years to five point five years in one year interval. Engineering reviewed the device data and confirmed the device exhibited premature depletion. Engineering noted that the device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that the battery of the device decreased from eight years to five point five years in one year interval. Engineering reviewed the device data and confirmed the device exhibited premature depletion. Engineering noted that the device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.

Event description:
It was reported that the battery of the device decreased from eight years to five point five years in one year interval. Engineering reviewed the device data and confirmed the device exhibited premature depletion. Engineering noted that the device should be replaced within ninety days. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.